Manufacturer narrative:
Sc-1110-02 sn: (B)(4). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was also noted that ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was also noted that ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.